Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted, concurrently with a hysterectomy due to menorrhagia, pelvic floor relaxation. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysteroscopy, cystoscopy, posterior repair and perineorrhaphy. No hysterectomy was performed concurrently according to op report.

Manufacturer narrative:
(B)(4): the patient underwent a gynecological procedure and a mesh was implanted due to stress urinary incontinence. The patient also underwent a concurrent surgical procedures of d&c, and ablation during mesh implantation.